Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 537 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. Customer stated he has had a change in medication and that his doctor has taken him off two diabetic medications. The meter memory was reviewed for previous test result history : (B)(6). Memory concerns:537 mg/dl. Customer refused to get medical help and refused to go to the hospital . Customer stated that he did not have hyperglycemia symptoms. Customer is going to go (B)(6) and getting a new meter.